Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic when out-of-range, greater than upper limit, pacing lead impedance measurements were observed through merlin.net transmission with a patient notifier delivered. During device interrogation in clinic, pacing lead impedance measurements were still greater than upper limit. There was also a little increase in capture threshold over time. Programming changes were made and normal pacing lead impedance and acceptable capture thresholds were noted. The patient was stable. No further alerts were noted since device reprogramming. Patient will continue to be monitored with normal follow-ups.